Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 dueing which, the ipg site was revised because the patient experienced pain at the original location. Stimulation was restored following the procedure.